Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; how to make the perfect sandwich christos d. Karkos, konstantinos o. Papazoglou 5th department of surgery, medical school, aristotle university of thessaloniki, hippokratio hospital, konstantinoupoleos 49, thessaloniki 54642, greece. Https://doi.org/10.1016/j.ejvs.2019.02.030. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that 7 years post implantation, proximal extension of the landing zone was performed with an aortic cuff to treat a type ia endoleak. A right renal artery periscope stent graft was also placed between the original and interventional stent graft. One year follow up showed a persistent aneurysm perfusion via a gutter endoleak and it was further treated successfully with coiling of both the sac and the gutter endoleak. The cause of the event was not determined. No additional clinical sequelae were reported and the patient is fine.